Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a consumer had a 26 g x 3/8 in. Bd precisionglide¿ needle break off during use while attempting to insert it into a new insulin cartridge. The customer was able to attach a new needle to a syringe and successfully completed her insulin supply change. There was no report of injury or medical intervention.